Event description:
It was reported that on (B)(6) 2007, radiographic studies indicated ¿severe spinal stenosis with listhesis at the l4-l5 level.¿ per the physician¿s notes, ¿pain is achy and severe, radiating in both lower extremity, but much more on the right than on the left, reaching the ankle area and traveling over the l4-l5 roots that constantly wakes the patient up throughout the night.¿ on (B)(6) 2008, the patient presented with chronic back pain, l4-5 severe spinal stenosis and spondylolisthesis. Per the physician¿s notes, patient ¿suffered a fall nearly two years ago with worsening back and radicular pain in the bilateral lower extremities. MRI of the lumbar spine showed severe spinal stenosis with listhesis at the l4-l5 level.¿ patient underwent a posterior lumbar interbody fusion (plif) l4-5 with posterolateral fusion and laminectomy l4-5, rhbmp-2/acs, cage and posterior instrumentation. Bmp was placed within the interbody cage. No noted complications. (B)(6) 2008 imaging studies indicated ¿patient had prior laminectomy at l4 and l5. Posterior fusion noted and interbody spacer is present. There is approximately 5mm offsetting of l4 anteriorly on l5. There is also slight disk space narrowing at l3-4 in addition to l4-5. No fractures or other acute findings in lumbar spine.¿ on (B)(6) 2008 CT scan of the lumbar spine indicated ¿at l3-4, disc height is well-preserved. Minimal bulging disc and mild bilateral facet and ligamentum flavum hypertrophy. There is mild central spinal stenosis. Foramina are mildly narrowed bilaterally. At l4-5, there has been a posterior lumbar interbody fusion procedure. Bilateral pedicle screws are seen in position. Bridging hardware is identified. Hardware appears intact and in good position. The l5 pedicle screws minimally protrude into the prevertebral soft tissues. There is radiolucent intervertebral cage device in position. There is mild anterolisthesis of l4 on l5. Right facet joint has been resected. Areas of heterotopic bone formation are seen in the right epidural space. This mildly narrows the central canal on the right side. Foramina are mildly narrowed bilaterally. There has been a bilateral laminectomy at l4 and l5. Spinous processes are surgically absent. Left facet joint appears fused. At l5-s1, disc height is well preserved. No evidence of disc herniation or significant central stenosis. Foramina are mildly narrowed bilaterally.¿ reportedly, the patient allegedly sustained back pain and radiculopathy secondary to areas of heterotopic bone formation in right epidural space causing mild narrowing of central canal right side.

Manufacturer narrative:
(B)(6). (B)(4).